Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote monitoring system detected high out of range shock impedances. Pace impedances had increased from 400 ohms to 1100 ohms. The patient was brought in and also noticed the thresholds had increased. Chest x-rays were performed and found no lead fracture. Isometrics were performed anf no noise could be created. The patient reports they were syncopal about a week before this report of high impedances. They were admitted into the hospital and was discharged wearing a life vest. The plan is to perform an rv lead revision. No additional adverse patient effects were reported.

Event description:
Additional information was provided that a lead revision was performed. During the procedure, this lead was explanted and replaced. It was noted that the lead was destroyed during explant and therefore would not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation, lead body damage, fracture, and insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead within the heart area, coupled with movement. The reported high pacing and shock impedances, and high threshold measurements were likely the result of the lead damage observed by the laboratory.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Further information concerning this report is expected. This investigation will be updated should further information be provided.